Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention, device breakage, medical device removal. (B)(4).

Event description:
A plif (posterior lumbar interbody fusion) procedure was performed to stabilize th12-s due to scoliosis on (B)(6) 2017. On an unknown date, the rods (196789120) had been broken. On (B)(6) 2019, the patient will undergo a revision procedure. This complaint involves two (2) devices.